Event description:
Reportedly, this device was explanted after approximately a 1 year, 11 month implant duration due to mitral stenosis and insufficiency.

Manufacturer narrative:
Device not returned.